Manufacturer narrative:
Expiration date - january 2025. UDI#: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - february 8, 2022 - february 10, 2022. One actual sample was returned for investigation. With "as-received" condition, the needle has not protruded through the protector. A scratch was confirmed inside the protector at 6.5mm away from the protector tip, which suggested the needle had possibly been protruded at this portion. The found scratch was presumed to have been created from inside to outside. Moreover, the trace of being scraped has been noted on the outer surface of protector, which was extending from the scratch portion to the tip and suggested some stress had been applied to the protector from outside. No deformation was observed at the needle tip. The protector pressing station and the manufacture area where protectors may possibly be contacted by the machine were thoroughly checked, wherein no anomalies, such as misalignment or malfunctioning, were observed. We have periodical sampling inspection, and a part of check items is visual inspection. Upon checking the inspection records, no protector puncture has been detected. Moreover, no similar issue was reported from other facilities. The manufacture records of the reported lot were traced back and reviewed. As a result, no machine trouble, which may have caused a scratch on the protector or protector puncture, were noted. Based on the available information and investigation results, we were not able to identify the root cause of the reported issue, since no anomalies were noted in our manufacture process and manufacture inspection records. Terumo medical corporation (tmc) (importer) registration no: (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no: (B)(4).

Event description:
The user facility reported the user reported that when he/she took out the product from the individual package, he/she got a needle stick since the needle sticked out of protector. Bleeding was stopped and it did not become a serious would. Blood loss was confirmed to be no more than 1cc. The event occurred pretreatment. The patient was not injured, and no medical or surgical intervention was required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide correction to section e1.